Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 60 mg/dl at the time of incident and 180 mg/dl at current time also 290 mg/dl at the time of call. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board.